Event description:
An enseal trio sealing device was being used during in a day surgery center. The device control began alarming "readjust jaws" followed by "reactivate" and finally "replace instrument". The enseal trio device was replaced with new instrument and the current device was removed from the field. The replacement device worked properly to finish the case. Device retained by safety.